Manufacturer narrative:
H.6. Investigation: bd received three 24 gauge insyte units from lot 8326826 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects or abnormalities. Based off the visual inspection the engineer was unable to verify the reported defect. Since there were no visible defects found a definitive root cause could not be determined.

Event description:
It was reported that before use of the bd insyte-w¿ IV catheter it was noticed while taking out that the catheter material (catheter syringe) is damaged (catheter is sheared open, cannot be use). Foreign complaint the following information was provided by the initial reporter, translated from german to english: bd insyte-w has been used by users for at least 8-10 years, so it is well known. Recently it was noticed during taking out that the catheter material (catheter syringe) is damaged (catheter is sheared open, cannot be used). Furthermore, the user complains that the protective cover is extremely difficult to remove. With some cannulas, it was noticed that the catheter detached too easily from the steel needle, i.e. That it no longer sits firmly on the needle. The customer asks if any quality or material changes have been made.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte-w¿ IV catheter it was noticed while taking out that the catheter material (catheter syringe) is damaged (catheter is sheared open, cannot be use). Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: bd insyte-w has been used by users for at least 8-10 years, so it is well known. Recently it was noticed during taking out that the catheter material (catheter syringe) is damaged (catheter is sheared open, cannot be used). Furthermore, the user complains that the protective cover is extremely difficult to remove. With some cannulas, it was noticed that the catheter detached too easily from the steel needle, i.e. That it no longer sits firmly on the needle. The customer asks if any quality or material changes have been made.